Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly multiple. The customers blood glucose (bg) level was impacted (295 mg/dl) the customer took a manual injection to stabilize bg level. Troubleshooting with tandem technical support was performed. Review of the pump data indicated the pump had reset unexpectedly on (B)(6). It was indicated that the customer would use backup pump as alternate insulin therapy.